Event description:
It was reported that during an unk procedure, after the surgeon fired the device, no staples came out. The staples were still in the reload unit. The surgeon used hand sewing to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.